Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -7.5/1.5/086 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2023. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "the initial lens was implanted in horizontal position, replacement lens was implanted in vertical position." The problem was resolved. The cause of the event was reported as unknown.